Event description:
Per the clinic, the patient did not respond to stimulation at initial activation. It was confirmed that the electrode array was not in the cochlea, leading to a decision to explant the device.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed june 19, 2012.